Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leads, the right atrial (ra) lead was found to have an elevated capture threshold and the lead had partially dislodged off the lateral right atrial wall. The lead was repositioned and remains in use. It was further reported that the right ventricular (rv) lead was found to be fully dislodged from the rv apex. It was noted that the helix was unable to be retracted and noted that high torque forces were applied during initial lead placement due to difficult patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.